Manufacturer narrative:
The insulin pump was returned with a depleted duracell quantum alkaline battery installed. The insulin passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. The insulin pump was programmed with multiple boluses and monitored; all boluses delivered properly and were listed in the bolus history screen. No bolus anomaly or history anomaly noted. The drive support disk was inspected and no anomaly was noted. The insulin had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The download history file shows on (B)(6) 2016 at 14:15 a 4.30 unit bolus was programmed and delivered. There were also 2 boluses of 4.8 units that was programmed and delivered on (B)(6) 2016 at 18:43 and on (B)(6) 2016 at 13:33. The button event file was overwritten. Unable to verify if the customer manually programmed the boluses.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother found the customer passed out from a low blood glucose incident. The mother drove the patient to the ER. The patient's blood glucose was 32 mg/dl. The customer was treated with apple juice and a popsicle. The mother was convinced that the insulin pump was delivering boluses on its own. The drive support cap was loose. Further troubleshooting was declined. The insulin pump will be returned and replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.